Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving fentanyl via an implantable pump. The indication for use was non-malignant pain. The patient reported they received code 100 (motor stall) on her ptm (personal therapy manager) last night and the patient got really sick last night. The patient stated she did not have an MRI, did not hear the pump alarm as they are hearing impaired. It was reviewed the patient should see her healthcare provider and the patient stated that their pump was read today at the doctor¿s office and it showed a recovery. The patient did not know how long the stall lasted but the patient was told to call the manufacturer. The patient also had vns (vagus nerve stimulator) magnet that could have been near the pump. It was reviewed to keep all emi and magnets away from the pump and the patient was redirected to the healthcare provider.